Event description:
It was alleged that during a case, the probe broke inside the pt. It was reported that there was no pt injury.

Event description:
It was alleged that during a case, the probe broke inside the pt. It was reported that there was no pt injury.